Manufacturer narrative:
The investigation determined that higher and lower than expected amon patient and quality control results were obtained using vitros amon slides on a vitros 350 chemistry system. The assignable cause of the event was determined to be an instrument issue most likely due to microslide incubator contamination. A within-run amon precision test performed prior to service actions was outside of ortho precision guidelines. The ortho field engineer performed service actions to the vitros system and post service precision testing performed was acceptable indicating the vitros 350 chemistry system was performing as intended.

Event description:
The customer observed non-reproducible, higher and lower than expected ammonia quality control results from a non-vitros control fluid and a patient sample processed using vitros amon reagent on a vitros 350 chemistry system. Non-vitros control level 1 = 141.3 versus expected 32.2 umol/l; non-vitros control level 3 = 118.8, 329.6 versus expected 226.7 umol/l; patient = 146 versus expected 194 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected ammonia patient result was not reported from the laboratory as it was processed as part of an amon comparison study. There were no allegations of patient harm as a result of the event. (B)(4).